Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the plunger pin for the fold down back release, on the left side of chair broke.